Event description:
As reported, when inserting cordis 5mm angioguard umbrella 5, after the coaxial section of the umbrella release sheath entered the vascular sheath, it was found that it could not be inserted further. Therefore, the umbrella could not reach the lesion. At the same time, it was found that the release sheath (the yellow part of the proximal coaxial section extended to the black part of the release sheath) had a several centimeter long ruptures. The neurointerventional surgeon has received standardized training, the operation was correct, the patient was not harmed. The patient had a carotid artery stenosis. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, when inserting cordis 5mm angioguard umbrella 5, after the coaxial section of the umbrella release sheath entered the vascular sheath, it was found that it could not be inserted further. Therefore, the umbrella could not reach the lesion. At the same time, it was found that the release sheath (the yellow part of the proximal coaxial section extended to the black part of the release sheath) had a several centimeter long ruptures. The neurointerventional surgeon has received standardized training, the operation was correct, the patient was not harmed. The patient had a carotid artery stenosis. The reported ¿delivery system impeded and deployment (delivery) sheath frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. However, if multiple attempts or force was used when the reported difficulty inserting was noticed, this may have let to the delivery sheath becoming damaged. The instructions for use state to separate the deployment sheath hub from the guidewire by grasping the guidewire proximally in one hand and pulling the hub away from the wire with the thumb and index finger of the other hand. While maintaining the guidewire position, use the hub to peel the deployment sheath up to the hemovalve. Referring to figure 3, place one hand over the hemovalve and grasp it with the ring and little fingers. Open the hemovalve. Maintain guidewire position by holding the guidewire between the thumb and index finger of the same hand. With the other hand, peel the deployment sheath from the guidewire by pulling on the hub parallel to the axis of the guidewire. Complete the peeling step by pulling on the black deployment sheath. Peeling is complete within a few centimeters of the black to yellow sheath color change. Remove the remaining un-slit sheath using a standard over-the-wire technique. The instructions for use state the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use if opened or damaged. The IFU also states that during shipping, the deployment sheath tip may become disengaged from the filter basket introducer. Verify that the deployment sheath tip is engaged. If not, engage manually by inserting the deployment sheath tip into the filter basket introducer. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when inserting cordis 5mm angioguard umbrella 5, after the coaxial section of the umbrella release sheath entered the vascular sheath, it was found that it could not be inserted further. Therefore, the umbrella could not reach the lesion. At the same time, it was found that the release sheath (the yellow part of the proximal coaxial section extended to the black part of the release sheath) had a several centimeter long ruptures. The neurointerventional surgeon has received standardized training, the operation was correct, the patient was not harmed. The patient had a carotid artery stenosis. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when inserting cordis 5mm angioguard umbrella 5, after the coaxial section of the umbrella release sheath entered the vascular sheath, it was found that it could not be inserted further. Therefore, the umbrella could not reach the lesion. At the same time, it was found that the release sheath (the yellow part of the proximal coaxial section extended to the black part of the release sheath) had a several centimeter long ruptures. The neurointerventional surgeon has received standardized training, the operation was correct, the patient was not harmed. The patient had a carotid artery stenosis. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, when inserting cordis 5mm angioguard umbrella 5, after the coaxial section of the umbrella release sheath entered the vascular sheath, it was found that it could not be inserted further. Therefore, the umbrella could not reach the lesion. At the same time, it was found that the release sheath (the yellow part of the proximal coaxial section extended to the black part of the release sheath) had a several centimeter long ruptures. The neurointerventional surgeon has received standardized training, the operation was correct, the patient was not harmed. The patient had a carotid artery stenosis. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked to perform the visual evaluation. The returned components are the deployment sheath, the ecgw system, and the torquing device. The rest of the components were not returned for analysis. Also, an unknown needle and a protective tube were included in the shipment. The ecgw system is inserted inside the deployment sheath. The returned unit presents with a premature peeling condition located approximately 28 cm from the distal tip with a length of 9 cm. The filter basket is not docking in the deployment sheath. No other outstanding details were observed on the returned part. Functionally analysis was performed by docking the filter basket into the delivery sheath. The filter basket was docked into the delivery sheath, then introduced into a lab sample csi and advanced through the cannula. No resistance or impeded condition was noticed. The failure reported by the customer as ¿delivery system~impeded¿ was not confirmed, the functional test was performed successfully. The failure reported by the customer as ¿deployment (delivery) sheath~frayed/split/torn¿ was not confirmed, the delivery sheath does not show ant frayed condition. However, the returned unit presented with a premature peeling condition. The exact cause of the observed condition could not be conclusively determined during the analysis. Procedural and handling factors may have contributed to the failure as reported. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.